Event description:
Filter was implanted into patient on or about (B)(6) 2010. On (B)(6) 2018, patient underwent a computerized tomography scan ("CT scan") of the chest. Examination of the CT scan by a qualified expert radiologist revealed perforation of one (1) of the left legs of the filter, extending approximately 4 mm outside the margin of the ivc.